Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2017-09277. It was reported that a tip detachment occurred. Vascular access was obtained via the femoral artery. The target lesions were located in the severely tortuous, severely calcified iliac artery and severely calcified superficial femoral artery. An opticross¿ 18 imaging catheter and a peripheral rotawire¿ guidewire were selected for use. During the procedure, the physician placed a 0.014 non-bsc guidewire then advanced the opticross¿ 18 over the wire then went down to do intravascular ultrasound recording. While pulling back the opticross¿ 18, the tip of the opticross¿ 18 came up apart. The physician opted to remove the guidewire and the opticross¿ 18 together. The physician then moved the guidewire access and inserted a 0.035 guidewire then continued with the procedure without using another opticross¿ 18 imaging catheter. On the other hand, the physician placed the peripheral rotawire¿ guidewire and inserted a rotablator¿ to perform rotablation. After which, the physician removed the rotablator¿ and advanced a non-bsc balloon catheter over the peripheral rotawire¿. The physician planned to switch to 0.035 guidewire so he tried to remove the peripheral rotawire¿, however, the peripheral rotawire¿ was stuck in the non-bsc balloon catheter. The physician had to lose the access then removed everything together. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage and stretch were observed on the guidewire exit port assembly and distal tip portion (a portion of distal tip was not returned for analysis). The resistance in tracking the guidewire testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2017-09277. It was reported that a tip detachment occurred. Vascular access was obtained via the femoral artery. The target lesions were located in the severely tortuous, severely calcified iliac artery and severely calcified superficial femoral artery. An opticross¿ 18 imaging catheter and a peripheral rotawire¿ guidewire were selected for use. During the procedure, the physician placed a 0.014 non-bsc guidewire then advanced the opticross¿ 18 over the wire then went down to do intravascular ultrasound recording. While pulling back the opticross¿ 18, the tip of the opticross¿ 18 came up apart. The physician opted to remove the guidewire and the opticross¿ 18 together. The physician then moved the guidewire access and inserted a 0.035 guidewire then continued with the procedure without using another opticross¿ 18 imaging catheter. On the other hand, the physician placed the peripheral rotawire¿ guidewire and inserted a rotablator¿ to perform rotablation. After which, the physician removed the rotablator¿ and advanced a non-bsc balloon catheter over the peripheral rotawire¿. The physician planned to switch to 0.035 guidewire so he tried to remove the peripheral rotawire¿, however, the peripheral rotawire¿ was stuck in the non-bsc balloon catheter. The physician had to lose the access then removed everything together. No patient complications were reported and the patient's status was okay.